Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown day in the middle of (B)(6) 2017, patient in (B)(6) had a naso-jejunal (nj) tube placed to administer duopa. During the hospitalization, the patient developed pneumonia with hypoxemia and was treated with unknown antibiotic therapy. The antibiotic was changed because the patient was not getting better. Report on (B)(6) 2017 states the pneumonia was resolved.